Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2 mm vticmo13.2, -4.5/+2.5/100 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon noted refractive surprise, blurred vision, glare/haloes. Reportedly, the lens was repositioned. No additional information available at the time of MDR submission.

Manufacturer narrative:
The reporter stated the lens was explanted on (B)(6) 2018. (B)(4)

Manufacturer narrative:
The reporter states the lens was explanted and exchanged on (B)(6) 2018. (B)(4)